Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having continued alarms on his mobile power unit (mpu). The patient reported no external power alarms and intermittent beeps while plugged into the mpu. Internal batteries to the mpu were replaced and the alarms continued. The patient stayed on battery power for the last 3 to 4 days with no further alarms. There was no obvious damage to the mpu cables or to the driveline. Log files were sent. A review of the log file noted no external power alarms on (B)(6) 2020 and on (B)(6) 2020. The loss of power events were caused by power to the mpu being briefly interrupted. It was unknown if the power cord came loose at the wall/outlet or at the back of the unit. It was unknown if there were any environmental circumstances that would have affected a/c power at the time of the event such as loss of power to the house.. Technical support noted that the log file showed that the voltage supplied from the mpu was lower than expected. The power issues could be related to the mpu unit. The mpu used by the patient has a locking a/c cord. The mpu was not currently operational and was returned.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event, of a loss of external power event and the audible beeping while connected to an mpu, was confirmed in the submitted log file. The log file contained approximately 18 days of patient event data. There were three loss of external power events lasting approximately 1, 3 and 9 minutes each. The controller operated on backup battery power due to the events. The mpu was the power source before and after the events. The beeping tones reported were likely due to a faulty mpu. The mpu output voltages were noticeably low approximately 10 to 13 vdc. Nominal mpu output voltages are over 14 vdc. Also, the mpu rsoc (power source indicator voltage) were incorrect and not indicative of an mpu (typical mpu rsoc voltages ¿ approximately 2.5 vdc). The customer reported that the patient stopped using the mpu and was using batteries exclusively. Per the log file, the patient used batteries exclusively for 4 days. The customer reported that the patient¿s mpu was replaced. The (defective) unit would not be returned for evaluation. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. Specific cautions regarding the mpu's patient cable are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing this event.